Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a centrimag console had an error that came whenever the unit was unplugged from ac power.

Manufacturer narrative:
Section d4: expiration date inadvertently reported in initial report and is not applicable for this device manufacturer's investigation conclusion: the reported event of an error when the console was on ac power was not confirmed. The centrimag 2nd generation primary console (serial #: (B)(6) ) was returned for analysis and a log file was downloaded for review. A review of the downloaded log file contained events spanning approximately 17 days ((B)(6) 2021 per time stamp). Events occurring on (B)(6) 2021 took place during lab testing at abbott. There were no unusual events noted within the log file. When the console was operating on battery power, a ¿on battery: b6¿ alarm activated as intended. There were no other notable alarms active in the log file. Pump operation was not affected. The centrimag 2nd generation primary console was returned for analysis to the service depot and was evaluated and tested. The reported event was unable to be confirmed. The console and the returned and associated equipment were tested on a mock loop for several days with no issues. The console was inspected internally, and no issues were observed. The console was functionally tested and passed all tests. The console was returned to the customer. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6) ) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.